Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was dented, contaminated, and broken. Analysis also found the battery contacts were compressed. Battery release, heart block, leaf flex cover, and heart wire contacts were contaminated. Upper case and lower case were dented, broken, and contaminated. Ring cover was broken and contaminated. Bail covers, bails, and ring were missing. Keyboard was scratched and the serial number label was torn. (B)(4).